Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device showed the gray bar prior to implant. The device had not been exposed to low temperatures. The device had possible premature battery depletion. The device was not implanted. No patient complications have been reported as a result of this event.